Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: was there any visible damage to the cartridge other than the loose retaining cap and staples coming out of cartridge? There was not any other visible damage. The analysis results showed that one ecr60g cartridge reload was returned with the cartridge pan damaged and with several drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the cartridge pan and drivers to be out of position it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, when opening a sterile cartridge to load an echelon realized that the lid is loose and staples were coming out off the cartridge. The cartridge was damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.